Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm during the drain cycle of peritoneal dialysis therapy. The patient was not connected at the time of the alarm. During troubleshooting it was reported the supply bag had become disconnected from the supply line during an unspecified process step. The patient had already started over with new supplies. The technical services representative explained the alarm to the patient and reviewed proper procedure. The patient would complete set-up with new supplies and complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that a supply bag disconnected (without falling) which is a known cause of this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.